Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 40 mg/dl. Reportedly, the suspected cause of the low bg levels may be due to a settings issue; the contact also reported that the customer is going through puberty. Contact reported that the low bg levels may also be a result of the customer's active lifestyle. The low bg levels were treated with by consuming carbohydrates and adjusting the temporary basal rate on the pump. Upon follow up, the contact confirmed that the customer's health care provider made settings changes to prevent low bg levels. Although requested, no additional information was provided regarding the reported issue.